Event description:
Customer reported receiving motor error alarm during basal and several no delivery alarms on their insulin pump. Customer's current blood glucose reading is 137 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip.